Event description:
A report has been received of a fluid intrusion from a leaking cassette; fluid was dripping from the bottom of the cassette flowing down the tubing. There is no sample available for evaluation. There is no report of patient ill effect.